Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and motor testing were performed. The customer's stated problem was verified. During investigation extra screw was found inside the pump from motor and cam shaft area. Service removed extra screw from the motor and cam shaft area to correct the reported problem. According to the investigation, this issue may had been cause during production by assembly error. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited error code 41622. It was not specified whether this occurred during infusion or interrupted therapy. No patient injury or adverse effects reported.